Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan results on the adc device that were lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced weakness, sweating and loss of consciousness. A glucose reading of 380 mg/dl was obtained on a healthcare professional meter and thrn was treated with glucagen 1mg injection by a non-healthcare professional and healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.